Manufacturer narrative:
On september 18, 2020, mentor became aware that the suspect medical devices are the following: (left) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 6884005 sn: (B)(6) and (right) 420cc mentor smooth round high profile saline catalog: 3503420 lot: 6884005 sn: (B)(6). Mentor also became aware that the correct baker grades for the breast are the following: left - baker grade iii and right - baker grade IV. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced, ton of pain, misshaped implants, pain under left armpit that is so severe that they cannot even vacuum or work out. It was confirmed that the patient suffered bilateral capsular contracture; baker grade IV on the left and baker grade iii on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.